Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues and intermittencies, followed by loss of lock. The patient was seen at the center for device evaluation. Programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed the device was not functioning. Surgery to explant the patient's ci device is to be scheduled.